Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked battery tube threads, cracked reservoir tube and broken reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 122 mg/dl. The customer requested training on the sensor because they had the equipment but never used it since the doctor could not get it to work. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.